Event description:
It was reported the patient fell. The leads pulled out of the spine and could not be replaced. The stimulation system was explanted; four weeks after,the patient fell. Additional information has been requested from the hcp, but was not available as of the date of this report.